Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that customer experienced high blood glucose of 400 mg/dl and customer alleged for possible under delivery on insulin pump. Customer was treated with insulin pump. Customer passed the displacement test but high pressure got failed. Drive support cap was normal. Customer stated insulin pump was not working. Insulin pump will be and reservoir will not be returned for analysis.